Event description:
It was reported that the patient presented at the hospital as the inflatable penile prosthesis was not working properly. When the pump was pressed, it was squeezed (dimpled). The physician and nurses attempted trouble shooting the issue several time following know procedures in the hospital but were unable to resolve the issue. Two week later the patient underwent surgery to replace the device, the reservoir was left implanted as it was difficult to remove. The patient was retrained on the use of the pump and there was no clinical consequence related to the revision surgery.

Event description:
It was reported that the patient presented at the hospital as the inflatable penile prosthesis was not working properly. When the pump was pressed, it was squeezed (dimpled). The physician and nurses attempted trouble shooting the issue several time following know procedures in the hospital but were unable to resolve the issue. Two week later the patient underwent surgery to replace the device, the reservoir was left implanted as it was difficult to remove. The patient was retrained on the use of the pump and there was no clinical consequence related to the revision surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. Contamination was found inside pump; therefore, the pump was not functionally tested.